Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 8th january 2010 and performed to specification up to the 3rd may 2015. An increase in voltage suggests a further pad-pak was installed during this time. The device records multiple manual power ups of ten minutes duration between the 5th-26th may 2015. The pad-pak was then removed and reinstalled on the 15th january 2016 with the device passing a self-test. The user accessible memory was erased prior to the 5th may 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.